Manufacturer narrative:
Date sent: 09/11/2007. The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a hissing sound was noted during activation. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. No anomalies were noted with the 4-40 stud. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed with no anomalies were noted during the manufacturing process.

Event description:
It was reporter that during a rectum procedure, there was a broken screw. Noise was also noticed. A like device was used to complete the case. There was no patient consequence.